Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported extra volume of IV methotrexate was administered. There was patient involvement however patient harm is unknown. Additional information was received through due diligence attempts. It was reported a patient was on a twenty-four (24) hour methotrexate infusion that should have been completed by 2120. However, the infusion completed at 2345. There was 68 ml of overfill. The ordered infusion rate was 42.55ml/hr with an intended volume to be infused of 1000ml.

Event description:
It was reported extra volume of IV methotrexate was administered. There was patient involvement however patient harm is unknown. Additional information was received through due diligence attempts. It was reported a patient was on a twenty-four (24) hour methotrexate infusion that should have been completed by 2120. However, the infusion completed at 2345. There was 68 ml of overfill. The ordered infusion rate was 42.55ml/hr with an intended volume to be infused of 1000ml.

Manufacturer narrative:
Omit: (B)(6) - free or unrestricted flow (2945), c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported methotrexate under infusion was not determined as no device was returned for investigation. Investigation summary: the report of a methotrexate under infusion was not confirmed during the investigation. The issue could not be further investigated or tested, as no device was received for investigation. A review of the suspect pump module s/n (B)(6) error log was performed, and no error or anomalies were noted on the reported event date. On 27may2025 at 9:24 pm an infusion was programed and started for drug ID (B)(6) (suspected to be methotrexate) at a rate of 200 ml/hr, volume to be infused (vtbi) of 100 ml, concentration of 9 mg/ml and patient bsa of 1.81 m2. At 9:25 pm the pump module alarmed for occlusion on patient side and the infusion was restarted. A primary volume infused (pvi) of 0.275 ml was recorded. At 9:28 pm an infusion was started at a rate of 210 ml/hr and a vtbi of 95 ml. At 9:30 pm the vtbi was reprogrammed to 94 ml. A pvi of 15.702 ml was recorded. At 9:55 pm the pump module alarmed for air in line and the infusion was restarted at 9:57 pm and completed at 9:59 pm. A pvi of 102.883 ml was recorded. Between 9:59 pm and 10:02 pm two infusions were started at a rate of 210 ml/hr and vtbi of 5 ml and completed the unit was channeled off and a pvi of 119.754 ml was recorded. At 10:03 pm an infusion was started for drug ID 281 at a rate of 44.2553 ml/hr, vtbi of 1040 ml, concentration of 7.8365 mg/ml and patient bsa of 1.81 m2. The volume infused was cleared. At 10:04 pm the infusion vtbi was reprogrammed to 1000 ml and a pvi of 1.039 ml was recorded. On 28may2025 at 7:47 pm the pump module alarmed for occlusion on fluid side and the infusion was restarted. A pvi of 961.512 ml was recorded. At 7:52 pm an infusion was started at a rate of 44.2553 ml/hr, vtbi of 108 ml, concentration of 7.8365 mg/ml and patient bsa of 1.81 m2. A pvi of 965.162 ml was recorded. At 9:44 pm the infusion vtbi was reprogrammed to 28 ml and completed at 10:22 pm a pvi of 1075.64 ml. At 10:31 pm an infusion was started at a rate of 44.2553 ml/hr, vtbi of 40 ml, concentration of 7.8365 mg/ml and patient bsa of 1.81 m2. At 10:58 pm the infusion vtbi was reprogrammed to 25 ml and completed at 11:32 pm. A pvi of 1120.79 ml was recorded. At 11:47 pm the pump module was channeled off. The inspection could not be performed as no device was returned for investigation. Testing could not be performed as no device was returned for investigation. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these, may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.